Event description:
Thoracoport was in place. While using laparoscopic forceps, the thoracoport snapped. All pieces retrieved, according to surgeon. Manufacturer rep. Notified. He stated the thoracoport is not x-ray identifiable. No wrappers were saved by circulating nurse. All thoracoports in stock were therefore pulled.